Manufacturer narrative:
D9: 28-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the error code was not able to be determined as the issue was not duplicated during functional testing. No issue with the device was found and the event history log did not contain anything related to the reported issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed lec 46442, which usually indicates a problem with the downstream occlusion (dso) sensor or a blockage in the fluid pathway downstream from the pump and the device also failed during update. There was no patient involvement.